Event description:
Rptr indicated that a pt's vns generator had reached end-of-svc and that the pt was in the hosp due to increased seizures, with pre-vns baseline unk. The pt then underwent generator replacement surgery. A battery life calculation with available programming history established -1.65 yrs remaining until end-of-svc, indicating the generator likely reached end-of-svc within the expected timeframe based on programmed settings.